Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that around 7am on (B)(6) 2018, he obtained alleged inaccurately erratic blood glucose results of ¿168 and 210 mg/dl¿ on the subject meter, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin, no adjustments, administering novolin r three times per day. He denied taking any action after obtaining the alleged inaccurate results. He reported that about 20 minutes after obtaining the results, he started ¿sweating¿. He reported that at 8am on (B)(6) 2018, he took ¿bread¿ to treat his symptom. He denied using any other device to test his blood glucose levels. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and the results had been taken from the same, approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Sweating, after obtaining alleged inaccurately erratic results on the subject meter.